Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced pain, overfill and difficulty breathing during an unreported process step. The patient was connected to the homechoice device at the time of the events. It was further reported that the fill volume was "increased". Renal therapy services assisted the patient with reprogramming the device and informed the pd nurse. According to the reporter, the patient's symptoms were relieved after draining. The patient stated they would perform manual therapy until they were able to see the nurse. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.